Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. This occurred on 7 occasions. The following information was provided by the initial reporter: material no: 320122 batch no: 9261665. It was reported that no insulin flow during priming. Verbatim: consumer reported no insulin flow during priming. Stated on one occasion she had to go through 4 pen needles before she got a successful insulin flow during priming. Stated approximately 7 pen needles total did not release insulin from this box.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 5 june 2020 therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for needle clog for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. This occurred on 7 occasions. The following information was provided by the initial reporter: material no: 320122, batch no: 9261665. It was reported that no insulin flow during priming. Verbatim: consumer reported no insulin flow during priming. Stated on one occasion she had to go through 4 pen needles before she got a successful insulin flow during priming. Stated approximately 7 pen needles total did not release insulin from this box.